Event description:
The customer stated that he tested his blood glucose and received a reading of 350 mg/dl using his contour meter. His glucose was retested using another meter and the reading was 107 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.